Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 5/24/2017 - voicemail, 5/24/2017 - phone, 5/24/2017 - email. The ge healthcare service representative performed a checkout of the system and a review of the logs. Per log review, it was noted that the unit was not plugged into ac power during the reported time and unit alarmed for the low battery. The battery was replaced to resolve the reported issue.

Event description:
The hospital reported that, during patient use, the unit shut down unexpectedly without alarm. There was no reported patient injury.